Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that post implantation of an intraocular lens (iol) of the right eye, he experienced an intermittent decrease in vision for up to 4 hours at a time. The vision fully recovered. On postoperative examination, approximately 1 year following the initial implant procedure, it was found that one haptic was not positioned in the capsular bag and minor hemorrhages were present but cleared within a few hours. The ophthalmologist diagnosed uveitis glaucoma hyphema and though the pressure is down, the blood remains in the eye. The consumer continues follow up with the ophthalmologist. Additional information has been requested; however, further information has not been received.